Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 1st july, 2022 getinge became aware of an issue with the configuration of surgical lights - volista access 600 and 400. It was stated the water was dripping from the arm of the light. The water is coming from the ceiling. We decided to report the issue in abundance of caution as water inside the lighthead may lead to significant overheating of the device.

Manufacturer narrative:
Getinge became aware of an issue with the configuration of surgical lights - volista access 600 and 400. It was stated the water was dripping from the arm of the light. According to the information provided by getinge technician, the water was coming from the ceiling. We decided to report the issue in abundance of caution as water inside the lighthead may lead to significant overheating of the device. It was established that when the event occurred, the surgical light did not meet its specification, since presence of water affects surgical light¿s functionality and safeness, and in this way device contributed to event. It is unknown if the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complained devices to the install base of volista range, we can conclude the failure ratio is very low. A subject matter expert performed the further analysis of the issue and in the result it was established: the presence of water entering through the suspension arm axis is probably the result of a flood or a condensation due to the air conditioning, it is a phenomenon external to the device. This problem is not related to the device, the volista surgical light is not supplied with water and is not a source of a leak. We believe the related devices are performing correctly in the market, as the issue occurred due to the customer¿s facility issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The purpose of this submission is solely to provide a UDI number.

Event description:
Manufacturer's reference number (B)(4).